Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A blood leak was noted during a routine hemodialysis treatment. The operator completed rinseback of the patient's blood and discontinued treatment. The leak resulted in an estimated blood loss of 100cc. No medical intervention was required.

Manufacturer narrative:
Evaluation of the returned cartridge confirmed a leak at the bond site of the venous patient line which was most likely caused by insufficient overlap of the tubing at the time of bonding during manufacturing. The user's guide addresses the potential for leaks with the following warning: the nxstage cycler may not sense slow fluid or blood leaks resulting from loose connections, faulty components, or other potential causes. Leaking fluids could lead to blood loss, injury, or death. Always tighten and recheck all fluid lines, connections, caps and clamps. Visually inspect the system periodically for evidence of leaks. Terminate treatment if a leak cannot be resolved. All cartridges are 100% leak tested during the manufacturing process. This appears to be a random isolated event. There have been no similar events reported for this lot of cartridges. Nxstage medical considers this report closed and will continue to monitor as part of the routine complaint process. No additional information will be provided.